Manufacturer narrative:
Device en route to bsn.

Event description:
A report was received that the patient underwent an explant procedure. The physician initially suspected that the explant was due to an infection caused by another operation, however swabs confirmed there was no specific infection. The physician assessed that the patient had a possible deep, small hematoma.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant procedure. The physician initially suspected that the explant was due to an infection caused by another operation, however swabs confirmed there was no specific infection. The physician assessed that the patient had a possible deep, small hematoma.